Event description:
Caller states the patient tested 1.0 inr on the coaguchek s system and 2.0 inr on a comparison lab. No action taken on device result. No adverse even reported. Requested return of suspect system and replacement was sent.